Manufacturer narrative:
Device is a combination product. Corrections: device lot number corrected from 0023278171 to 0022403749. Device expiration date corrected from 07/21/2020 to 01/05/2020. Device manufactured date corrected from 01/23/2019 to 07/09/2018. Device evaluated by MFR.: synergy ous mr 2.75 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent identified damage. The stent struts in rows 5-8 from the distal end of the stent were lifted. The stent showed no signs of movement and was set between the proximal and distal markerbands. An undamaged section of the crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified damage to the distal edge of the tip. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified from proximal to mid left anterior descending artery. A 2.75 x 24 synergy drug-eluting stent was selected for use. However, during unpacking, the stent struts was lifted. The procedure was completed with a different device. No patient serious injury or adverse event were reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified from proximal to mid left anterior descending artery. A 2.75 x 24 synergy drug-eluting stent was selected for use. However, during unpacking, the stent struts was lifted. The procedure was completed with a different device. No patient serious injury or adverse event were reported.